Event description:
Event description: 1. Situation after ablation was completed, the patient's blood pressure decreased, and echocardiography confirmed a pericardial effusion. 2. Timing the patient's blood pressure decreased 5 minutes after pulseselect ablation was completed. 3. How to complete the procedure drainage was performed. Carto 3 version:8.1.1.944 description of adverse event : cardiac tamponade. Progress : after drainage was performed, the patient's blood pressure stabilized, and the patient was transferred to the ICU. Physician's judgment on health hazard: non-serious (moderate/minor). Extended hospitalization: yes. Causal relationship with the product : unknown. The physician's opinions on the relationship between the event and the product (comments): the physician commented that there was no causal relationship with the bw product. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".